Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the stimulation had stopped working due to the implantable neurostimulator (ins) battery being depleted and the recharger needed recharging due to the lost ac wall cord/desktop charger. Therapy had stopped on the date of this report. The patient was homeless and would be admitted to the psychiatric care center/emergency care facility due to a return of symptoms/lack of therapy because of the dead battery. There was no out of box failure reported. The patient was using a manufacturing representative¿s desktop charger and was charging the implant. The implant was very low. There were no specific patient symptoms. The patient was successfully able to recharge the ins battery. There was no device malfunction. No reprogramming was needed, a new desktop charger was ordered. The patient was doing fine and was receiving effective therapy.